Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted 2009-(B)(6); 419478 lead implanted 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient developed a post-operative hematoma that had to be evacuated. The pocket was revised and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.